Event description:
The hcp explanted the pump and returned it to the manufacturer for analysis. The reason for the explant was unclear. A follow up report will be sent when additional info is received.